Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). It was reported that it was reported that the patient had excruciating pain in the abdomen by the battery. The patient was very sensitive to the touch and it was worse with movement or position changes. The patient fell a month or two ago and felt like the pain was worse now. The hcp took an x-ray and fluoroscopy of the battery and it appeared tilted in the abdomen. The ins was laying close to the hip bone. The battery and extension were planned to be removed. The hcp could not remove the paddle lead. The battery and extension were going to be explanted on (B)(6) 2019 and they were expected to be returned. No further complications were reported.

Manufacturer narrative:
Model# 97714, serial#: (B)(4), the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. No recharge issue observed. The implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: extension; product ID: 3998, lot# va00vyf, implanted: (B)(6) 2012, product type: lead; product ID: 3550-29, lot# n724154, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: accessory; product ID: 3998, lot# va00vyf, implanted: (B)(6) 2012, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their device started ¿causing problems¿ so they had the ins removed yesterday ((B)(6) 2019). The patient stated that they were in pain today as a result of the surgery. The caller stated that they did not take the lead out as they were told ¿they could have paralyzed them¿. Additional information was also received by the rep reporting that the lead was not removed because the it was a surgical paddle and the doctor was a pain physician and not a neuro or ortho surgeon. No further complications were reported/anticipated.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient had the implantable neur ostimulator removed because it got infected around there. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient said her implant was causing her so much pain she's almost been in the emergency room (ER) twice (but hasn't gone in). The patient said the ins site (in abdomen) hurts so bad that she can hardly stand it. The patient said when she had the flu and was vomiting and the muscle on the other side of her abdomen had come over and lifted like two inches and wrapped on the ins and it was excruciatingly painful. The patient said every time she goes to the bathroom it is awful because she can't strain. The patient said this was making it so she can't sleep and hasn't slept for two days because the pain wakes her up. The patient said she doesn't use the ins because she can't stand to recharge it because it hurts event more when she tries to recharge it. The patient stated she just wants the ins removed. No further complications were reported. No additional patient symptoms were reported.